Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unspecified low scan on the sensor when compared to a healthcare professional device. The customer experienced cold sweat, confusion, and a loss of consciousness and was unable to self-treat however, they did not receive third-party medical treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kits were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.